Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer's blood glucose level. Despite the pump being out of warranty, tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. Caller was not interested in obtaining an out-of-warranty loaner pump.